Manufacturer narrative:
Covidien reference#: (B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the electrode burned the patient on the lip during an oral-maxillofacial procedure. The patient had braces. No further information was provided.